Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. No corrective actions can be assigned at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that a patient was to have maxillo-facial surgery and the endotracheal tube bent. Usage of the device in the event description was unclear as it was reported the event occurred "prior to insertion". And it was also reported the device "was removed and not replaced". It was reported there was no injury to the patient. Customer reports that complications occurred and the surgery was cancelled.